Manufacturer narrative:
(B)(4).

Event description:
The customer reported that after nor being connected to the network for a long time, the device would not power up. There was no report of patient involvement.